Event description:
The event involved a 7" (18 cm) appx 0.24 ml, smallbore ext set w/clave¿, clamp, rotating luer where it was reported that the product did not connect properly to line and leaked patient's blood. The status of the product was during set up and infusion. The set up was, connected to intravenous (IV) catheter cannula, then the extension tubing was connected to IV bag tubing and IV bag. The medications involved were IV saline + vitamin and minerals (vit. C, magnesium, calcium gluconate, b12 etc). It was also reported that the blood loss was not clinically significant and no medical intervention was required, other than replacing the extension tubing. The tubing was replaced twice, and three times had got two faulty ones in a row, needing to open 3 sets on one patient. There was patient involvement, however no report of patient harm. This captures 11 out of 19 occurrences.

Manufacturer narrative:
The actual sample was not returned for evaluation, however, two photo samples were provided. One photo shows a patient's arm connected to an ICU medical device and there is blood observed around the arm and the blanket, however it's not clear where the blood came from. In the second photo the same item is observed, but now disconnected. It is not clear how the product was connected. No additional damage or abnormally were observed. Complaint of product did not connect properly to line cannot be confirmed, due to no product sample being returned for evaluation and a probable cause cannot be determined. The device history review (DHR) for lot 13641832 was reviewed and no non conformities were found that would have led to the reported complaint. Additional reporter: (B)(6).